Manufacturer narrative:
The cause for the discordant hbsag results is unknown. The instrument is performing within specifications.no further evaluation of the device is required.the IFU states in the "interpretation of results" section:"if at least two of the three results are reactive (positive), the sample is repeatably reactive (positive) and the presence of hbsag should be confirmed with the advia centaur hbsag confirmatory assay, additional hbv marker assays, or another approved confirmatory method.if the sample is greater than 50, the specimen is positive for hbsag by the advia centaur hbsag assay.note: when the advia centaur hbsag assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), all results > 1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur hbsag confirmatory assay must be used to confirm the result."

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4), 2011. (B)(4) 2012: additional information: a siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call, replaced wash manifold and wash guides. Checked the calibrations of the probes and no adjustments were necessary. The dark counts and all wash functions appear to be good. The vacuum was checked and no errors were found.

Event description:
Discordant advia centaur hbsag results were obtained for several patient samples. The patient results were discordant with an alternate method.it is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.